Event description:
It was reported that the lead exhibited impedance less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found a short circuit measured between the coils, due to a damaged proximal and distal insulation at 17.5 cm from the connector pin. Abrasions on the proximal insulation exposing the sensing coil was also found at multiple positions along the entire length of the lead.